Event description:
Report 2 of 2. Consumer reported upon removal of a regular absorbency tampon, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not report any adverse health effects or the need for medical attention.

Manufacturer narrative:
The primary di and production identifier of lot number were not available from the reporter. An attempt was made to obtain more information for this social media complaint, including the reporter's name and address. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.